Event description:
It was reported that a maquet operating table slowly lowered during a hip surgery in operating room number 1. The right side adapter became detached from the table, which allowed the leg extension piece to slide sideways out of the left side adapter and fall to the floor. This also caused the patient to fall. The event occurred after the patient was anesthetized and intubated, but prior to prepping and draping. The patient experienced bruising and soreness of the lower back and arm. The surgery was also cancelled due to the reported problem. (B)(4).